Event description:
No additional information material #: 2204-0007 batch #: unknown it was reported by customer that as they prime the IV medication (zoledronic acid) after spiking it, a hole was noted right below the chamber so further priming the IV medication was held. Verbatim: good morning. On 10/02/2023, we had a safety event reported for bd item # 2204-0007 (bd alaris pump infusion set). Let¿s identify this as bd 250, as a reference number. The tubing has been discarded. Based on the information provided below, could you start a product quality report? Bd 250: reported date: 10/02/2023; event date: 10/02/2023; item number: # 2204-0007; lot number: not provided; item retained in defect depot?: no; picture: yes, see below, patient harm: none; area: ambulatory treatment center (wh) event details: ¿as I prime the IV medication (zoledronic acid) after spiking it, a hole was noted right below the chamber so further priming the IV medication was held.¿

Manufacturer narrative:
One photo was taken by the customer which confirms the customer complaint that there is a leak. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module infusion set was damaged. The following information was received by the initial reporter with the verbatim: event details: ¿as I prime the IV medication (zoledronic acid) after spiking it, a hole was noted right below the chamber so further priming the IV medication was held.¿

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.